Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on (B)(6) 2017, it was reported that the device was not taking skin. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/zimmer biomet australia has previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was october 6, 2015 where it was reported that the device was taking skin too deep and the damaged width plates and standard repair parts were replaced. This is not a related issue. Initial qa inspection of the air dermatome by zimmer biomet (B)(4) on november 17, 2017 revealed that the head was worn, the depth bar had some side to side movement and the width plates were worn and had markings. Prior to repair, the device operated within motor speed specifications but was outside calibration and side to side specifications. Repair of the air dermatome was performed by zimmer biomet (B)(4) on december 15, 2017 which included replacement of the motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal, external e-ring, reciprocating arm, eccentric shaft assembly, aluminum lever, ball plunger and 1¿/2¿/3¿/4¿ width plates. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since no testing was able to be performed by zimmer biomet (B)(4) to try to replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. No testing was able to be performed by zimmer biomet (B)(4) to try to replicate the reported event. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was not taking skin. No adverse events were reported as a result of this malfunction.